Event description:
It was reported that the patient presented in the hospital. The implantable cardioverter defibrillator had inappropriately delivered therapy. The patient felt discomfort at the time of shock. The device had misdiagnosed atrial fibrillation with rapid ventricular response as a true ventricular tachycardia. Programming changes were made. The patient was in stable condition.